Event description:
Boston scientific received information that the right ventricular (rv) lead and right atrial (ra) lead were unable to be extracted from the header of the cardiac resynchronization therapy defibrillator (crt-d). As a result, both leads were cut from the header of the device and capped. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified that the right ventricular (rv) ring setscrew retainer washer was in an upwards position. It was further noted a broken wrench tip was also found in the setscrew. Laboratory analysis concluded that the right atrial (ra) and rv ring setscrews were in the up position but the ra and rv tip setscrews were still down not allowing the leads to be removed. The cardiac resynchronization therapy defibrillator (crt-d) passed testing that verifies the performance of pacing and sensing.